Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2012: the patient presented with preoperative diagnosis of severe right l5 foraminal stenosis with radiculopathy the patient underwent complete l5 laminectomy with bilateral l5 foraminotomies, l5-s1 posterior lumbar interbody fusion, l5-s1 poste rolateral fusion, posterior instrumentation, l5-s1, insertion of intervertebral cage, l5-s1, use of left posterior iliac crest bone graft, morselized, autologous rhbmp-2, and bone graft matrix bone graft material, bilateral lower extremity triggered emg monitoring. Per-op notes: the patient was carefully positioning prone on the spinal table with attention to padding and positioning all body prominences and extremities. Cancellous bone was harvested between the inner and outer tables and then copious irrigation powdered gelfoam was used fro hemostasis. Once this was done, the disc space was again re-distracted, irrigated and then an appropriate size crescent cage filled with rhbmp-2 was inserted and rotated to appropriate orientation. Distractive force was then removed and iliac crest bone graft was packed into the disc space with iliac crest bone graft in the copius fashion. The right s1 pedicle was likewise broached sounded for integrity measured and packed with powdered gelfoam, lateral elements were decorticated on the right and grafted with additional bone graft rhbmp-2 and bone graft in composite. No complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.